Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) customer wanted to know what was the cause of this error 133.6080. I explain to the customer that it's the back up speaker failed. The customer asked if there was a part number for the back up speaker? I give the customer the part number and the customer stated that he will replace the back up speaker and if he has any problems he will call back. And we ended the call.